Manufacturer narrative:
The device was not returned to olympus for evaluation. This type of teflon pad damage is most likely due to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, the plastic tip (teflon pad) elevated and exposed metal. It was reported that no device fragment fell into the patient. The intended procedure was completed with a similar device. There was no patient injury.

Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection of the returned device was performed and there was some tissue build up found on the grasping section. The ptfe pad (tissue pad) was inspected and found to be separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found charred marks on the probe unit. The root cause for the tissue pad damage is most likely due to no tissue or insufficient tissue between the probe and jaw when the device was activated.